Manufacturer narrative:
Further information was requested but not yet received.

Event description:
Related MFR report number: 2017865-2023-35870. It was reported that a patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were explanted and replaced due to rv lead not functioning properly. The patient condition was not known.